Event description:
It was reported that this left ventricular lead was attempted to be implanted on the left bundle branch. However, the lead exhibited loss of capture, therefore it was decided to implant another lead instead. This lead is not expected to be returned. No further adverse patient effects were reported.